Event description:
It was reported that the valve did not work. A hole was found to be leaking csf through the device.

Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A product dissection identified debris within the valve mechanism. Debris within the occluder may result in reflux and affect flow rates. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacturer.